Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient contacted boston scientific patient support and stated that their remote home monitoring system had a red blinking light. Patient support referred the patient to their clinic due to a potential issue with their implanted pacemaker system. Further review of the patient's data on the remote home monitoring system found that the right ventricular (rv) lead and pacemaker exhibited high out of range pacing impedance measurements which had triggered the lead safety switch to trip. The lead safety switch made the rv lead change from bipolar to unipolar configuration. The patient was brought into the office approximately three weeks later where the rv lead was reprogrammed back to bipolar and the impedance measured within range at 750 ohms. At this time the pacemaker and rv lead remain in service and no adverse patient effects were reported.